Event description:
It was reported the patient¿s medication concentration and dose were reduced due to the patient being too loose, not mobile or able to transfer herself and walk. The patient had some itching which resolved. The pump was used to deliver compounded baclofen. The original concentration was 2000mcg/ml and the daily dose was 96mcg/day. This was changed to a 500mcg/ml concentration and an 80mcg daily dose. It was later reported the health care provider (hcp) performed a procedure to remove the system contents from the pump. It was later reported the patient was getting "too much medication" and the hcp wanted to reduce the total dosage, but the bridge bolus duration was too long and therefore a system content removal was being performed. The bridge bolus was stopped and the system contents were removed. The hcp had the patient ¿on the table¿ and withdrew spinal fluid from the cap. It was later reported that the patient had complained of pruritis and bilateral lower extremity (ble) weakness after her new pump replacement. The dose was decreased but the ble weakness continued. On (B)(6) 2013 the rate was decreased to the lowest possible dose and the concentration was decreased from 2000mcg/ml to 500mcg/ml. This created a 242 hour bridge bolus. The healthcare professional (hcp) was assisted to clear the pump/catheter fluid volume and reprogramming so the new dose/concentration could begin immediately. The patient returned to baseline - recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j11007r06, implanted: (B)(6) 2002, product type catheter. (B)(4).